Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had pump error which makes funny noises and showing error that they need to rewind the pump. Customer¿s blood glucose was unknown at time of incident. Customer states that they are not able to rewind the pump. Customer advised to revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis and will be replaced.